Manufacturer narrative:
Stryker observed that the lid magnet was missing from the customer's device. After replacing the lid and the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During preventive maintenance, stryker observed that the magnet was missing from the lid of the customer's device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.